Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. The failed upstream sensor was recalibrated to ensure proper air in line detection. Additional information: low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). The manufacturing date on the initial manufacturer report was incorrect and has been updated.